Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was approximately 24.4mmol/l. Troubleshooting was performed. The infusion set and reservoir was changed and blood glucose was treated. The customer did not feel well and was hospitalized with suspected gastroenteritis. The customer mentioned that he felt the insulin pump was working properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.